Event description:
The pt was undergoing a beating heart, coronary artery bypass graft surgical procedure with myocardial stabilization to be provided using two dlp 28041 octopus arms. When the surgical team attempted to stabilize the heart by tightening the two arms, the tension cable in one of the arms broke. The surgical procedure was subsequently completed without further complications using a single arm only. The pt reportedly recovered normally following the procedure and is doing well.